Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with renal artery thrombosis and elevated lactate dehydrogenase (ldh). Log files were provided for analysis to ensure that there was nothing concerning on log files for pump thrombosis. The log captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended.